Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was unknown. The customer was disconnected during prime. The drive support cap was flushed. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.